Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead exhibited oversensing of noise. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found a full breach outer insulation degradation at 10.1 cm proximal to the suture sleeve tie marks. The reported event of sensing noise was due to the outer coil being exposed at the degradation zone.